Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that when the patient was moving around in bed and twisting around, the nurse noted that the patient had twisted so much that tubing connector had broken off from tubing and from patient epidural tubing. There was no patient injury reported.